Event description:
The customer contact reported the device did not sound an audible alarm tone during an alarm condition. The device was returned to the biomedical engineering dept with an unsigned note that stated, "cassette door opens too far, states malfunction and alarm." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. During testing at the user facility, the device did not sound an audible alarm tone during an alarm condition. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged the needle from the multiclix lancet device protrudes outside the end of the cap after it has been fired. No actions or treatments were reported. No adverse event reported. A request was made for the return of the suspect device.